Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient's spouse reported that the patient fell and hit their head and went to bed. The patient was later found unresponsive with the ventricular assist device alarming. They were brought to the emergency department by emergency medical services. The patient then coded/ cardiac arrest and passed away. Log files were submitted for evaluation. The log files captured intermittent low flow events between (B)(6) 2024 at 22:38:37 and (B)(6) 2024 at 00:07:42. The driveline was then disconnected. The cause of the low flow alarms was not known. The mechanical circulatory support (mcs) equipment appeared to have been operating as intended throughout the log file history. The death was not considered to be device related.

Manufacturer narrative:
Section d4: expiration date and UDI: corrected. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and patient's outcome could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed intermittent low flow events beginning on 03aug2024 at 22:38:37 until the driveline was disconnected on 04aug2024 and the system controller was then powered down, consistent with the patient's outcome. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas, including death. The IFU also addresses pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.